Event description:
Resident was being transferred with ez way stand when step plate came of causing resident's right arm to twist backwards. The nursing assistant immediately braced the resident's buttocks on her knees to prevent further falling of resident. The resident was then lowered to the floor by other staff. The ez way co was notified in 2007 and checked the lift on five days later. Replacement step plate to sent to facility and put on by maintenance. Step plate is still unsteady and comes off if bumped. Ez stand has not been used since incident.